Event description:
It was reported, that: "there was a revision due to cuff failure". Patient involvement. Addi (B)(6) 2021: - listing of all products implanted during the initial surgery¿ item/lot information - please see the initial usage in the per .- name of the hospital where the initial procedure was performed? - (B)(6) hospital (wa). - name of the surgeon who performed the initial procedure? (B)(6). No additional information is available.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h10. Complaint summary: product has not been returned for evaluation, therefore the investigation has been limited to the information provided, a review of the device history records, and a complaint history search. X-rays or medical notes have not been provided. Review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. Review of complaint history identified no additional similar complaints for the reported item number in the last 3 years and no additional complaints for the same item and lot combination. It has been confirmed that the item is not within the scope or subject of any field actions or recalls which could be attributed to reported event. The investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and further investigated. No corrective or preventive action required at this time. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned.

Event description:
It was reported, that: there was a revision due to cuff failure. Patient involvement.